Event description:
During biomed testing, the paddles would not allow discharge. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.